Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the remote manager was not properly attached and had difficult to close. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager (rm) was not properly attached, causing it to come out of alignment and making it difficult to close. A field service engineer (fse) re-mounted the remote manager onto the refrigerator and ran hardware test application (hta) diagnostics. The customer was able to successfully access the refrigerator via inventory, and the remote manager was functioning normally, with proper opening and closing operations confirmed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the remote manager was not properly attached and had difficult to close. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.